Event description:
Per the report received from spain, edwards received notification of a pascal precision ace procedure in the tricuspid position. On pod2, there was a single leaflet device attachment (slda) with the first device implanted. Patient had ICD lead, crt lead and mitral prosthesis which made difficult the imaging during the procedure. The first pascal precision ace device was implanted in the anterior-septal (a/s) position with a 2-8 clocking orientation. Subsequently, a second device was placed in the posterior-septal (p/s) position, with 3-9 clocking. A second grasping was necessary to be done and release in tte since the image was much better. Both devices got entangled with both ICD lead and crt lead, but it got free easily. Lead impedances were checked after the procedure and looks everything was ok. Initially, the patient presented with severe tricuspid regurgitation, which was successfully reduced to mild post-procedure. However, on postoperative day 2 (pod2), a slda was observed with a recurrence of severe regurgitation. To address this, a re-intervention was performed to implant a pascal device in anterior-septal (a/s) position. After the re-intervention, the tricuspid regurgitation remained moderate. The patient's final outcome was stable condition. As per medical opinion, the perceived root cause of the event was that there was not enough tissue insertion in anterior leaflet.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. One nonconformance was found related to the index work order, however it is not related to the complaint event. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient factors and imaging related issues likely contributed to the event. The patient had an implantable carioverter-desfibrillator (ICD), a cardiac resynchronization therapy (crt) and a mitral valve prosthesis. All these devices difficulted the imaging during procedure. As per information received, two pascal ace were implanted and both interacted with ICD and crt leads, but no damage was observed on the implanted devices. On post operative day 2, an slda was observed. As per medical opinion, the perceived root cause of the event was that there was not enough tissue insertion in anterior leaflet. Since no edwards defect was identified, corrective or preventative actions are not required.